Manufacturer narrative:
H3: product analysis #707274470 part # 6550006 lot # k24a1163: visual and optical inspection confirmed the break off portion of the set screw is jammed on the tip of the driver. The set screw appears to be jammed from the break off process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a device used for screw posterior fixation, posterior lumbar fusion spinal therapy. It was reported that after the final tightening of the set screw, the set screw debris was removed from the driver, but it was stuck and did not come off. Initial surgery procedure was oblique lateral interbody fusion spinal therapy for adjacent intervertebral disorder. Levels implanted were l4/5. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the set screw seems it is still stuck to the tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.